Event description:
Journal reference: ellis tm, foote kd, fernandez hh, et al. Reoperation for suboptimal outcomes after deep brain stimulation surgery. Neurosurgery. 2008;63(4):754-761. To examine a case series of reoperations for deep brain stimulation (dbs) leads in which clinical scenarios revealed suboptimal outcome from a previous operation. Suboptimally placed dbs leads are one potential reason for unsatisfactory results after surgery for parkinson's disease (pd), essential tremor (et), or dystonia. Device manufacturer of the dbs products was ot identified. Reportable event: et patient 4, male, had thin, friable skin that, on postoperative follow-up, would not close properly; consequently, the hardware on the scalp was left exposed. This patient had excellent benefit with dbs in the on position; however, because of the skin closure issue, he was converted to a thalamotomy through the existing dbs lead. See mfg report# 2182207200808506.